Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts were unable to be dismissed. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Photo was provided for investigation. The allegation and probable cause were undetermined via photographic inspection. Data was evaluated and the allegation was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.